Event description:
While the caregiver was lifting the resident from bed to a chair using a floor lift, the hanger bar fell off the boom, allowing the resident to fall to the floor, approx 3 and a half feet. The resident was hospitalized and x-rays were taken, where a cracked l3 vertebrae was detached.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the manufacturer arjohuntleigh (B)(4). Manufacturer complaint number: (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided following the conclusion of the manufacturer's investigation.